Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. A disconnection had occurred between the transfer set and the catheter which was due to the patient pulling the transfer set out from the catheter. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a disconnection of the transfer set from the catheter which occurred on the homechoice device during dwell four of four. The hp was connected at the time of the event. During the troubleshooting with the technical service representative (tsr), the hp had stated that the patient line disconnected from the catheter as it was loosely connected. The tsr then assisted the hp with ending the therapy. During a follow-up call by the product surveillance to the peritoneal dialysis registered nurse (pdrn), the pdrn informed that the hp had pulled the transfer set out from the catheter and explained further that it was purely a use error that the hp pulled the transfer set. The pdrn also informed that there were no defects with the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.